Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis on this baxter meridian device. Hcp stated at the end of treatment there were clots noted in the venous chamber, the air detector had alarmed, the blood pump stopped and the venous line clamped. Hcp reported air was noted in the bloodline past the venous line clamp. Pt treatment was discontinued and there was no medical intervention necessary and no patient injury resulted. Pt did not exhibit any adverse signs or symptoms during treatment. Hcp indicated there may have been operator error involved with this incident.